Event description:
It was reported that shaft break occurred, requiring additional intervention. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. During the procedure, the catheter became stuck after failing to cross the severely calcified lesion. While attempting to withdraw the catheter, the shaft separated near the guidewire port. The detached fragment was successfully retrieved using a snare, and a different device of the same model was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported that shaft break occurred, requiring additional intervention. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. During the procedure, the catheter became stuck after failing to cross the severely calcified lesion. While attempting to withdraw the catheter, the shaft separated near the guidewire port. The detached fragment was successfully retrieved using a snare, and a different device of the same model was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This report is being sent to correct h6: device codes.